Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and low pacing lead impedance were observed on the rv lead. The noise was reproduced with isometrics and oversensing occurred in the ventricle. Patient was asymptomatic. The lead was capped and a new lead was successfully implanted. Patient is in stable condition.